Event description:
Customer reports water tested positive for nontuberculosis mycobacterium (ntm).

Manufacturer narrative:
A customer notified cardioquip that their device had tested positive for bacterial contamination during their internal contamination testing. Following the notification, epidemiology recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.